Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had multiple emergency backup battery (ebb) alarms. Exchanging the ebb did not resolve the alarms, so the system controller was exchanged. Log file review was requested which revealed ebb faults on (B)(6) 2026 due to the ebb failing the load test. No other unusual events were noted.